Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for critical pump error. Blood glucose was unknown. Customer reported that insulin pump was damage and received critical pump error alarm. Customer reported that insulin pump was alarming at the time of call had her removed the battery and power down the insulin pump while doing so got a insulin pump error. The insulin pump will not be returned for analysis.